Manufacturer narrative:
H.6 device evaluation-the customer report of tube dislodgement caused by a 7.0mm profiled cuffed tracehostomy tube could not be confirmed as no sample was returned for investigation. A review of the complaints database highlighted no other complaints of a similar nature for this product code or lot number making this an isolated incident. A further review of the device history records highlighted no anomalies. The prventative maintenance, set-up and calibration records were verified and no anomalies were found in the equipment used during the manufacturing process. As no sample was returned it was not possible to assign a definitive root cause for the alleged fault, but as the angle of the tracheostomy tube is dimensionally checked during manufacture it is unlikely the complaint relates to a defect with the device. Historically, the main contributing factors, causing tracheostomy tube dislodgement, are known to be unusual patient anatomy and excessive torque on the tube.